Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified lesion in the mid left anterior descending (mlad) coronary artery. After pre-dilatation with a mini trek balloon dilatation catheter, the 2.5x28 mm xience prime stent delivery system (sds) was advanced; however, the sds did not cross due to patient anatomy, and upon retraction, the stent dislodged in the proximal left anterior descending (plad) coronary artery. A dilatation balloon was then used to appose the stent to the vessel wall in the plad. The procedure was completed with a non-abbott stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The dislodged stent was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.